Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer had over filled the cartridge with insulin. Technical support instructed the caller not to overfill the cartridge, which the caller acknowledged. The caller declined to load a new cartridge and decided to continue using the current one.